Event description:
It was reported that a patient had marked left prosthesis wear. The patient had demonstrated excessive eccentric wear of the acetabular liner in a short period of time. A search was conducted of 2017, 2018 and 2019, no revision was found for this patient. There is no additional information about the event or patient.

Manufacturer narrative:
The complaint product was not received for analysis. The complaint condition of prosthesis wear was not confirmed. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 27 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The polyethylene wear reported may have been the result of a superior wear progression consistent with edge-directed loading due to a vertical cup. This is consistent with what was observed in the provided radiographic images but cannot be confirmed because the devices were not returned for evaluation. In a review of labeling device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. The only patient fact given, is the age; this is a young patient that would be more active than the average prosthesis recipient. It is also noted on the patient x-rays that the patient has some spinal hardware, most likely for spinal fusion. This patient has biomechanical factors that could influence prosthesis wear. This device is used for treatment not diagnosis. Information on this event and patient has been requested, no new information has been provided.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Non-revision due to wear of the acetabular liner.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned. Pending evaluation.

Event description:
Index surgery: (B)(6) 2012. Non-revision due to wear of the acetabular liner.